Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 420 mg/dl. Customer declined to troubleshoot the pump. Customer was advised that we will send her tubing clamp. Customer took an injection manually to treat for high blood glucose.